Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem and found several dropped cups by the dispense lane belt. The fse removed the cups, cleaned and lubed the dispense lane rails and dispense lane area for cups. Next, he verified that all cup transfer assemblies where not sticking and verified cup sorter pick-up to dispense lane alignment. The fse replaced the part and tested the analyzer multiple times without error. The fse verified the instrument for proper operation and it was returned to use. The most probable cause of the reported failure to detect cup from sorter on stc lane is related to the need to clean and lubricate the dispense lane rails. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes, and troubleshooting pertaining to the aia-2000 system. The aia-2000 operator's manual informs the user of the following: [2145] failed to detect cup from sorter on stc lane. Cause: the cup sensor failed to detect a cup from the sorter on the stc lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support (tts) to report receiving error code 2145 (failed to detect cup from sorter on stc lane) when running bhcg's with dilution on the aia-2000 analyzer. The customer found 1 stc cup in the box on the top shelf of the sorter and found several dropped cups along the lane. The customer cleared all the cups and repeated the bhcg but the 2145 error code persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.